Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. The vanguard implants were found to be incompatible with the retained persona implants, however, it is unknown whether the incompatibility contributed to the reported event and a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard ssk femoral implant with screw 60mm left catalog #: cp113123, lot #: 66529561, biomet offset tibial tray 63mm catalog #: 141481, lot #: 65745839, biomet smooth knee stem 16mm x 80mm catalog #: 145026, lot #: 161830, biomet smooth knee stem 12mm x 40mm catalog #: 145002, lot #: 66366323, persona cemented all poly patella 32mm catalog #: 42540000032, lot #: 66187751, persona tibial central cone size x-small catalog #: 42545000510, lot #: 66948841. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on oct 1, 2025, oct 23, 2025 and dec 19, 2025 under manufacturing report number 0001822565-2025-03625.

Event description:
It was reported that the patient is experiencing pain and stiffness approximately six (6) months following knee arthroplasty. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.